Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, approximately a week after a successful arteriotomy closure using a starclose se device the patient developed allergy symptoms pertaining to the clip. The physician has stated the patient appears to be allergic to nickle and the symptoms are consistent with nickle allergy. The patient is being monitored and no treatment has been reported or scheduled. The physician states the situation is being evaluated on what they are going to do next. Hemostasis was reportedly achieved with the starclose se clip with no incidents occurring during the arteriotomy closure. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the starclose se device have not been established for the use of the starclose se device in patient younger than 18 years of age. There was no product deficiency and product was not returned. The patient effect hypersensitivity is a foreseeable patient effect. Although a conclusive cause for the reported patient effect(s) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.